Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tap was returned to the manufacturer for evaluation. Testing found that the tap was stuck and could not be removed from the instrument tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tap was stuck in the instrument tracker. There was no patient present when this issue was identified.